Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No frozen keypads noted and the numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump is within operating currents in specification and no unexpected battery out limit. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Event description:
Customer reported that all of the insulin pump's buttons froze during a bolus attempt. Customer reported that the up button was ramping up. After removing and replacing the insulin pump's battery, the customer received a battery out limit. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.